Event description:
It was reported that during interrogation the programmer would beep every 15 seconds and had intermittent connection with the stylus. It was also questioned if the battery was dead. The device was returned for repair. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the programmer was analyzed and no anomalies were found.